Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the oxygen sensor and perform calibrations, est, and sst before release back to service. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.